Manufacturer narrative:
Investigation has been completed. A review of the provided data demonstrates no calibration errors on the day the sample in question was run. Based on the co-ox subcomponent and sample quality checks, aqc performance, and lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated event, the co-oximetry optical subsystem responsible for the measurement of thb on the instrument appeared stable and functioning as expected. Data did not suggest anything unusual about the co-ox behavior of this patient. Several factors can impact the measured thb concentration including the quality and thoroughness of specimen mixing. For an accurate measurement of thb, thorough mixing and multi-directional rotating of the red blood cells immediately before analysis is required. Pre-analytical sample condition(s) is most likely a contributor to the observed discordant thb value. The cause of this event is unknown. No product problem identified.

Manufacturer narrative:
Siemens has requested, more information. And instrument files for further investigation. Investigation will commence, once requested data has been received. The cause of this event is unknown.

Event description:
Customer reported, that their rp500 sn#: (B)(6), gave a discrepant thb result when compared to their laboratory. The customer reported, that their rp500 instrument gave a discrepant total hemoglobin (thb) result, compared to repeat testing of a different sample on their laboratory instrument. There is no report of injury, due to this event.